Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis performed revealed the distal conductor was obstructed and the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead a guide wire was delivered to a branch vessel of the coronary sinus and then pulled back and then attempted to deliver again however, the guide wire was not able to pass through the distal end of the lead. The guide wire was removed and confirmed to be bent. A second guide wire was attempted, however, it also could not pass through the distal end of the lead and the guide wire and lead were removed and replaced and resulted in a successful lv lead implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.